Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter failed as the pairing resulted in a transmitter connection timeout. Global transmitter final functional test was performed and the transmitter failed as it failed the connection threshold and connection. No share log data was found to review. The customer complaint of loss of connection was confirmed. The root cause was determined to be a defective transmitter.